Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Evaluation: sample was received for evaluation. "Plastic piece" mentioned could be flash from hole plate. Sample was reviewed but there was no flash present inside reservoir. It was noticed that the lower hinge of the plate was broken. The broken plastic piece was not inside the reservoir, this indicate that the plastic piece that came out of the reservoir was a piece of the broken hinge. External causes could have broken the plate hinge such as handling, non-proper usage or any other possible contributor out of manufacturer control. As it is not possible to assemble reservoir with a broken hinge because plate would be open during manufacturing process while reservoir is being moved from one operation to another. Based on the analysis and sample evaluation, external causes out of the manufacturer control may have broken the plate hinge. It is considered that for the report made by user, other external causes could have affected the product integrity/functionality such as handling, non-proper usage or any other possible contributor.

Event description:
It was reported patient underwent an unknown ob-gyn procedure on (B)(6) 2018 and a reservoir was used. After the procedure, when transferring the collected exudate in the reservoir to another container, a plastic piece came out from the exit port. The lot number is unknown. Further details are not provided. There were no adverse consequences to the patient. Upon analysis of the sample, the plate hinge appears to have broken and is missing.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 9/1/2020.